Event description:
It was reported that during lead replacement procedure, while trying to screw the sense/pace lead into the header, the distal part was fine but the proximal part was stripped. Attempt to unscrew the proximal part was unsuccessful. It was noted that when retightening the distal part, it was stripped. The lead and the device remains implanted as all measurements were in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.